Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had emergency backup battery (ebb) fault alarms. The log files were submitted for review. The event log files captured ebb faults starting on (B)(6) 2026 at 14339 and occurred intermittently for the remainder of the log. It appeared that the ebb failed the load test which resulted in the faults. Per the site, the patient had many ebb fault alarms in the past as well as exchanges, so they performed troubleshooting on their own prior to clinic visit. This included controller self-tests both on battery and on wall power. Once in clinic visit, the clinician attempted another self-test and the alarm did not clear. The controller and ebb were changed out.